Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The verbatim report states that the patient's vision post-operatively was unclear with some shadowing and that examination showed that the anterior paracentral and mid peripheral lens surface/ coating was opaque, right to the lens edge. The patient underwent iol implantation in (B)(6) 2021, the time to onset is typically too soon for pco; however, it is not impossible. Pco, fibrin deposition, protein growth or capsular block may also be considered possible causes in this case. Follow-up information received on 11th august 2021 identified that the healthcare facility plans to explant the iol on (B)(6) 2021. The explanted iol will be returned to rayner for analysis. Sem and eds analysis will be undertaken by a third-party independent laboratory. The results of the analysis will be provided in a follow-up report.

Event description:
On (B)(6) 2021 rayner intraocular lenses limited received notification from a (B)(6)healthcare facility of an event that occurred following implantation of a rayone emv rao200e iol. The verbatim report states that the patient's vision post-operatively was unclear with some shadowing and that examination showed that the anterior paracentral and mid peripheral lens surface/ coating was opaque, right to the lens edge. Based on the event description provided the event was originally assessed as not reportable; however it was re-assessed as reportable as follow-up information received on 11th august 2021 identified that the healthcare facility plans to explant the lens. Iol explantation has been scheduled for (B)(6) 2021.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The verbatim report states that the patient's vision post-operatively was unclear with some shadowing and that examination showed that the anterior paracentral and mid peripheral lens surface/ coating was opaque, right to the lens edge. The patient underwent iol implantation in (B)(6) 2021, the time to onset is typically too soon for pco; however, it is not impossible. Pco, fibrin deposition, protein growth or capsular block may also be considered possible causes in this case. The rayone emv rao200e was explanted on (B)(6) 2021 and returned to rayner for analysis. The lens was sent to a third-party independent laboratory to undergo structural and ultrastructural analysis (scanning electron microscopy (sem) and energy dispersive x-ray spectroscopy (eds)). Analysis was completed on 30th september 2021. Sem and eds analysis did not reveal any evidence of calcium phosphate mineral deposition on the lens. Analysis revealed that carbon (c) and oxygen (o) were the main elements of the sample, consistent with the material of theacrylic iol. The iol analysis concludes that there is no calcification of the iol. It is not possible from the analysis performed to determine the root cause of the patient reported unclear vision or the shadowing observed by the healthcare facility.

Event description:
On 16th june 2021 rayner intraocular lenses limited received notification from a UK healthcare facility of an event that occurred following implantation of a rayone emv rao200e iol. The verbatim report states that the patient's vision post-operatively was unclear with some shadowing and that examination showed that the anterior paracentral and mid peripheral lens surface/ coating was opaque, right to the lens edge. Based on the event description provided the event was originally assessed as not reportable; however it was re-assessed as reportable as follow-up information received on 11th august 2021 identified that the healthcare facility planned to explant the lens. Iol explantation took place on (B)(6) 2021.